Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain and dilute stool. The cause of the event was not reported. It was not reported if the patient was hospitalized or treated for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported on an unreported date the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.